Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Power loss alarm, low battery alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in the long trace. Power loss alarm occurred after the this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit received without original battery cap. Test battery cap fits and function properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump di not received the low battery alert prior to the replace battery alarm. The customer reported that this was the second occurrence of the replace battery alert without the low battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.